Event description:
It was reported that during the surgical procedure to implant an artificial urinary sphincter system, when the cuff tube was advanced to the abdominal incision with a tube passer, it seemed that the area around the spermatic cord got damaged and bleeding occurred. Testicles were removed on one side. Additional information received indicated the testicles were removed on one side due to damage and/or bleeding.